Event description:
While doing an ercp(endoscopic retrograde cholangiopancreatography), the eyes max equipment malfunctioned twice, the integrated lamp stopped working, we were unable to use this equipment.